Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the top two lamps were out. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found the lamp to be past its rated life with 421 hours. The xenon lamp was replaced to resolve the issue. Unrelated to the reported event, the system software was upgraded. The system was then tested and met all product specifications. The system was manufactured on december 11, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).